Manufacturer narrative:
The investigation is ongoing and result will be submitted upon completion.

Event description:
Two attempts to cure an illuminoss implant resulted in incomplete polymerization when using the same led light box, with the first implant requiring removal due to failure to polymerize. A second implant also did not fully polymerize after the initial cure cycle and required extended cure time (approximately 1800 seconds). A replacement led light box was subsequently used, demonstrating visibly brighter light output, after which the procedure was successfully completed.